Event description:
It was reported by the getinge field service engineer (gfse) that the cs300 intra-aortic balloon pump (iabp) batteries did not pass the runtime test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During preventive maintenance, the getinge field service engineer (fse) reported that the cs300 intra-aortic balloon pump (iabp) batteries failed the runtime test and were due for replacement. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.